Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 64-year-old male undergoing cardiac surgery after a brief cardiac arrest, was implanted with an impella cp device for mechanical circulatory support. It was reported upon implanting the impella cp, the impella was backloaded over the 0.027" wire with difficulty. Staff had to clip the end of the wire due to a kink. The wire was lubricated with ultrasound jelly and it backloaded without issue and the impella insertion was successful. Additionally, staff was unable to achieve doppler pulses in patient's right leg (impella side). Heparin was given. Patient later expired while on support, however there are no allegations that the impella device contributed to death.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.